Manufacturer narrative:
The invisatrace ECG electrodes were discarded by the end-user; therefore, an investigation on the suspect device cannot be completed. A review of the DHR / lhr, device history record / lot history record, was not accomplished for the lot number of the device was not available. The patient reported to have sensitive skin and an allergy to metals such as nickel and cobalt at the time they called lifewatch to report the initial skin irritation. The stud of the initial ECG electrode was brass plated with nickel. The nickel does not come into contact with the gel or any other part of the underside of the electrode, so it is highly unlikely that just the plating on the electrode by itself would cause a skin reaction. However, depending on the severity of their allergy, there is a possibility that the person who placed the electrodes onto the patient, caused the stud to contact the skin prior to placement, or that their handling of multiple electrodes allowed for transfer from their gloves / hands to the patient. On report of the skin metal allergies, lifewatch services, inc. Immediately provided an alternative ECG electrode, invisatrace ECG electrodes with carbon stud, to the patient. The patient prepared the ECG site by cleaning the site with soap. The IFU, instructions for use, state, "for oily skin, cleanse with alcohol pad and let dry completely before applying electrode. Prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." There could be a multiple of possible causes for this complaint. One possible cause could be insufficient skin preparation resulting in trapped solvents or oil under the electrode. The IFU specifies that "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." Furthermore, allergic reaction to gel component or adhesive or exposure to the metal stud of the initially supplied electrode could be a possible cause for this failure mode. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product. Biocompatibility documents noted that all skin contact substances were tested and are considered biocompatible for their intended use. Electrodes were tested for cytotoxicity, and, sensitization and irritation through iso testing. Thus, likely possibility of reaction due to manufacturing related issue is relatively low. Manufacturing defects were not identified within the evaluation; thus, no corrective action is recommended at this time. The treatment of neosporin ointment was advised to the patient after the patient had been utilizing the invisatrace ECG electrode provided subsequent to use of the initially supplied ECG electrodes. Unknowing if the neosporin treatment was prescribed for the initial skin irritation that may have been from the first supplied ECG electrodes, or, for treatment of the skin irritation that may have resulted from the invisatrace ECG electrode, the treatment is thus reported in both medwatch reports. This report is being filed in conjunction with 1320894-2011-00057 (report for the initial ECG electrode provided to the patient). Conmed is considering this complaint closed. Not returned to manufacturer.

Event description:
It was reported, "patient complaint that involved conmed electrodes used in conjunction with the act iii sensor." The patient's cardiac monitoring enrollment period was scheduled for (B)(6) 2011 through (B)(6) 2011. The patient called to report skin irritation from the electrodes. The patient reported rash, sores, and lesions. There was delayed blistering, yet no bleeding and no fluid discharge associated with the skin irritation. Lifewatch services inc. Had the patient complete a questionaire that was completed on (B)(6) 2011. The questionaire revealed that the skin irritation started approximately four (4) days into the cardiac monitoring period (approximately (B)(6) 2011) and occurred under all electrodes. The patient reported they had dry, sensitive skin. The skin irritations started at all ECG electrode sites with a rash in the center of the electrode site. This then progressed over time to a blister and irritated skin surrounding the blister. Patient reported that they were seen by their physician for treatment of the skin irritations and the healthcare provider had advised her to apply neosporin ointment for treatment and to keep the area clean and dry. The electrodes were not returned to lifewatch; therefore, the electrodes are not available for evaluation by conmed corporation.